Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged breast cancer. The device was returned and manufacturer could not confirm breast cancer during device evaluation. Evidence of water ingress to the blower was observed during device evaluation.

Manufacturer narrative:
Additional information was received and added to the report. The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breast cancer related to a CPAP device's sound abatement foam. The reported event of breast cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.